Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 2 drain volume 4344ml. The homepatient drained 4344ml. The fill volume was 2300ml. This drain meet iipv.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.